Event description:
It was reported that the customer experienced an issue with the pump discharging too quickly. There was no reported adverse impact to customer's blood glucose. No further information was available.